Event description:
It was reported that on (B)(6) 2021, the patient underwent revision fixation and bone grafting. Patient has an open reduction of the right bone mid-shift ulna and radius fracture. The surgery was on (B)(6) 2021. They were fixed with a six hole one-third tubular plate on the radius and a six hole on the ulna. The ulna went on onto a nonunion and the plate broke at the fracture site. The patient returns to the operating room on (B)(6) 2021, for revision fixation and bone grafting. The broken plate and screw were removed from the ulna with no difficulty. All hardware was removed. Only the plate was broken and 5 of the 2.7 mm cortex screws were removed. Fracture site was cleaned up and bone grafted and a new plate and screw were implanted. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown) unknown cortex screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) quarter-tubular pl collar 6 holes/47. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j field service engineer. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.